Event description:
The patient reportedly experienced pain with use of the device. Testing showed that the device was functioning. The doctor recommended 2 treatments of botox around the device implant site. However, this did not resolve the problem. Surgery to explant the patient's device will be scheduled.